Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue and found that the regulator pressures were out of specification. The ventilator passed the performance check upon initial evaluation. The fsr replaced the air and o2 filters, replaced the driver power module, and performed the 7 year and 2k preventative maintenance procedures. The ventilator passed the patient circuit calibration and performance check. Carefusion has received the driver power module. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was in use on a patient when it started to make a high pitched noise from the area near the piston. The user noticed that the mean airway pressure (map) and amplitude were fluctuating. The staff disconnected the patient from the ventilator and provided manual ventilation. The ventilator was swapped out with another unit and there was no patient harm associated with this reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100a driver power module assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue and confirmed that the reported issue was not related to this part, but was resolved at the user facility by a carefusion field service representative.